Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer will be receiving a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was failing to deliver a shock during the self test.

Manufacturer narrative:
The device was scrapped before it could be further evaluated. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was failing to deliver a shock during the self test.